Manufacturer narrative:
Insulin pump passed the self test and displacement test. Insulin pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected post-reset ram crc alarm noted. However, power error alarm due to connector resistance issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The costumer reported via phone call that the insulin pump had multiple pump error alarm. The blood glucose level of the customer was unknown. The blood glucose level of the customer was unknown. The customer stated that it to be second occurrence of pump error alarm. Troubleshooting was performed and the insulin pump will not return for analysis.